Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: boston scientific corporation was notified by the customer of this event. During the procedure, when the synchro was inserted into the microferret catheter and advanced to the 4fr guiding catheter, it was felt with resistance. However, the procedure continued. When it was removed after tae, the tip of the wire and catheter remained in the body. They had to remove with a gooseneck snare; the fragment of the catheter was noted. However, the tip of the wire couldn't be found. It was unk if the tip of the wire has remained. It will be confirmed under the CT. The patient did remain stable throughout the event.

Manufacturer narrative:
The complaint of the wire separated during removal is confirmed through visual examination of the returned device. The distal 2 1/2 cm of the wire was not returned. The evidence presented during the evaluation concludes the failure of the device likely occurred as a result of tensile failure. As mentioned in the reported incident the physician encountered resistance, however continued with the procedure. The dfu warns the user to never advance, auger, withdraw, or torque a guide wire that meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guide wire tip. Excessive force against resistance may result in damage to the guide wire, such as tip separation. It is unknown of the level of conditions that existed at the time of the occurrence. However it postulated that because the user encountered resistance and continued with the procedure that the incident is a result of use related conditions, secondary to incompatible microcatheter and guidewire "system" existed is notable that the microcatheter and guidewire broke in the patient suggesting that compression & tension forces occurred.